Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective action and preventive action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The starting lot numbers for the change are 6fr-0000567242 and 8fr - 0000580214. For additional information concerning the changes that were made due to the CAPA see the CAPA document.

Event description:
The user facility reported that during of the device preparation for use, it was observed that the sheath was brittle and had broken into pieces. The device could not be used on the patient. No patient was involved. Additional information was received on 28nov2024: upon attempting to use the device during a procedure, it was discovered that the device did not function as intended. There were no adverse effects on the patient; however, the situation caused considerable delay and inconvenience during the procedure. Additional information was received on 05dec2024: the devices were stored in a pyxis system. The sheath used to keep it in the original boxes, and they used to open only during the procedure or when they needed. Also, please note that they are stored correctly in accordance with the manufacture's guidelines to avoid any potential issues, such as sheath breakage due to exposure to lighting. Upon attempting to use the device during a procedure, it was discovered that the device had an issue and did not function as intended. It was observed that the sheath in the device was brittle and had broken into pieces.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explantede3: occupation: secretary the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.